Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion via anterograde approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After crossing a non-bsc guide wire, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and pre-dilatation was completed with a non-bsc balloon catheter. The procedure was completed with a 2mm x 220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.